Event description:
Semi recline van seat, right side lock to hold seat in place seems to be stripped out. Allegedly, the seat will not stay in place. No injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4). Model m91, serial number/date code (B)(4) was approximately 9 months old at the time of the incident. The owner's manual part number 1141450 e (oct-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The (B)(6) consumer's age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.